Event description:
A surgeon performed a wound washout because of a surface infection two weeks after the pt underwent a 2-level alif surgery. During the wound washout, the surgeon decided to extend the fusion one level. While adjusting the pedicle screw construct, the surgeon was unable to remove two of the set screws, which secure the rod to the pedicle screw, with the provided instrumentation. To remove the set screws, the surgeon had to obtain another instrument that was not readily available. This extended the surgery by three hours which exposed the patient to unnecessary anesthesia. In the process of removing the tight set screws, the surgeon broke the patient's right and left l5 pedicle. The set screws were not returned for eval.

Manufacturer narrative:
The instruments which allegedly malfunctioned were returned and evaluated. One of the two ratcheting t-handles used for set screw adjustment was confirmed to be damaged (loose handle). The second ratcheting t-handle was found to be undamaged and functional. It appears that the second t-handle was not used. One of the two ratcheting straight-handles was found to be functional but had evidence of damage to the silicone handle and was known to have been grasped with vise-grips during the procedure. The second ratcheting straight-handle was not returned because it was in functional condition. Based on the eval of the instruments used for set screw adjustment, it appears that the surgeon had back-up instrumentation available for use. A conclusion for the surgeon's choice to use non-approved instrumentation could not be determined. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.